Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during laparoscopic procedure of thorax. There was a problem in unloading the device, the load crashed. The stapler was not able to fire. The surgeon was able to press green button but not squeezed the handle. There was no patient injury.